Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: warnings: do not activate the electrosurgical unit if the tip of the instrument is not in a position to deliver energy (fulguration) to target tissue. Doing so may cause inadvertent burns to patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 130342, was being used during an unknown procedure on (B)(6) 2020 when the "dr. Accidentally stepped on the pedal and it burned the surgical technician". The sales representative talked to the account on the phone and found that the surgical technician's hand was in range of the device when the doctor accidentally stepped on the pedal and the technician's hand was burned by the discharge of argon gas. Further assessment questioning has not been answered to date. This report is being raised on the basis of injury due to degree of burn unknown.